Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain in her leg and foot after a drg permanent implant. The patient requested the l2 vertebral level lead be removed, and the physician explanted the l2 lead. A week after the explant, the patient¿s leg was still painful, but the patient was able to move her leg. The patient has effective stimulation.